Manufacturer narrative:
One knife sample was received in an opened blade protector tray with no lot number information. The sample was examined per facility procedure and was determined to be visually conforming. A blade penetration test was performed which resulted a penetration value of 67.4 grams of force as compared to a specification of 75 grams maximum. The penetration test was determined to be conforming. The actual customer lot remains unknown, but was identified to be from either of two possible sterile lots: 975830m or lot 986192m. For each of these possible identified lots, one component knife lot was used to make up each respective final lot. Device history record (DHR) reviews were performed for both possible lots. A review of the DHR for the possible complaint lot number 975830m indicated that reprocessing had been performed for a nonconformance due to a damaged cutting edge. The suspect product was reprocessed and released based on the manufacturer's acceptance criteria. A review of the DHR for the second possible complaint lot number, 986192m, was performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. A complaint history was reviewed for possible lot 975830m and this is would be the first complaint for that lot number and the first for this complaint issue. The lot complaint history was reviewed for 986192m and this is the third complaint for the reported lot number and the third for the reported complaint issue. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Event description:
A hospital employee reported that a knife cut badly during surgery. Additional force was required with this knife. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: 2015-04904